Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had a pcu8015 did not connect to server. Pcu (B)(4). Failure device type: failure problem type: failure mode: case resolution: I remote in to (B)(6) computer. Export network profile from a known good pcu, import it to new configuration package and transferred network configuration on the pcu. Network parameter was successfully uploaded to pcu. But pcu still did not connect to server. (B)(6) swapped network cards with a working pcu and confirmed it was not network card issue. Suspect it was a logic board issue and recommended (B)(6) to send unit in for repair. Transferred (B)(6) to com for rga number. (B)(6) will send unit in for part partnership warranty repair.